Manufacturer narrative:
Reference report 3004788213-2021-00055. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that upon placing the implant and plate into the disc space, they broke. The surgeon removed them and used new devices to complete the surgery. No debris was created. There was no reported delay of surgery or harm to the patient. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: photos were provided showing the plate and cage fracture. Potential cause root cause was unable to be determined. This event could possibly be attributed to incomplete threading of the cage and angulation of the holder, not respecting impaction sequences, positioning two anchoring plates into the same slot by incorrect loading, or the anchoring plate hitting distraction pins, plate screws or hard bone. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that upon placing the implant and plate into the disc space, they broke. The surgeon removed them and used new devices to complete the surgery. No debris was created. There was no reported delay of surgery or harm to the patient. This is report one of two for this event.